Event description:
It was reported that, during cannula placement, a bio-medicus nextgen femoral bi-caval venous cannula and kit had a notch/defect observed in the cannula suture ring, and there was concern that the product might be contaminated or have other issues. The cannula was immediately replaced during the procedure. It was unknown if there was any patient complications as a result of the event. Medtronic received additional information that the notch means the white suture ring, and the main concern is that the cannulation has been contaminated. Medtronic received additional information that the device was not used in the end, nor was it used for the second time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.